Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient was in a car accident on (B)(6) 2017. The patient stated that as soon as the accident happened their stimulator started shocking them where the battery is located. The patient further stated that they turned the system off and ever since then when they try to charge or turn it back on the device shocks them the patient also stated that the battery has shifted and feels like it is bent. The patient stated that they have not charged their device since (B)(6). The patient has an appointment with the hcp on (B)(6) for evaluation. The physician notified the manufacturer's representative (rep). The patient called the manufacturer's representative (rep) and stated that they could not meet prior to the appointment. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the patient was a no show for their last scheduled doctor's appointment where they were also scheduled to see the patient. The rep had no further information. No further complications were reported.